Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h.6.

Event description:
Healthcare professional reported "capsular contracture with a baker grade IV" and "from textured to smooth" later healthcare professional reported "ruptured". This record is for the left side. The device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and "exchange from textured to smooth device due to tha patient's concern with the product". The device remains implanted.